Event description:
Abbott diabetes care (adc) received a medwatch report: a customer reported incorrect readings with the adc device, noting the issue began after starting the new app. The customer reported that three sensors from the same lot number were affected and believed they were on the recall list. Abbott confirmed the serial numbers were not included. Adc customer service contacted the customer and reported that all sensors were returned to adc. There was no report of adverse health impact or medical treatment. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
This complaint was received via user report and has been reported to FDA. Extended investigation is pending at this time. A follow up will be submitted once all investigation activities are completed or additional information is obtained. Reference reports mw5181280, mw5181281, mw5181282, mw5181284, mw5181285. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.